Event description:
The pump was returned for investigation. Investigation revealed an internal clock battery malfunction and a dim display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Follow-up #1, date of submission 02/07/2014, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box revealed a power reset event on (B)(6) 2013, 02:00. The pump was not set to the correct time and date to verify. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hours, reinserted, and the pump time and date were observed to have reset to the default settings. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. The pump booted to the verify screen and the display screen was observed to be dim with a pink contrast. (B)(6).